Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic sigmoid colon resection - "pressure setting at insufflation set at 14. Patient bucked and the alexis blow out...the shealth split. Used second unit and it happened again....same lot number. Also sending one unit of sterile product from same lot number." Type of intervention - na. Patient status - no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed the complainant's experience of a torn sheath within the ring-to-ring zone and that no pieces of the film were missing. Based on the condition of the returned unit and additional information received from the complainant, it is likely that the reported event was caused by instruments that were used during the procedure. Engineering determined that the stress on the film was caused by the heat of an energy device. When the patient contracted, it is likely that the pressure caused a tear at the stressed point in the film. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.